Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a "skin reaction" occurred. The biosensor was inserted into the back of upper arm on (B)(6) 2025. On 12/19/2025, it was reported via chat with tech support that the customer reported a skin reaction at the puncture site. The area was cleansed with alcohol prior to insertion. On (B)(6) 2025 symptoms at the site included redness, inflammation, and itching. The itching at the site was ¿rather constant doing normal things.¿ although the customer did not seek medical intervention at a hospital and there was no report of health care professional (hcp) consultation, the customer started taking a prescription oral antibiotic (augmentin) on (B)(6) 2025. At the time of the report, he felt fine. No other customer or event details were available. Data was received but not investigated as data will not confirm the issue. The allegation and a probable cause could not be determined. No additional customer or event information is available.

Manufacturer narrative:
(B)(4). Voluntary medwatch report number mw5181963.

Event description:
A voluntary MDR/medwatch report was received on 02/05/2026. According to a report received via maude, the consumer, who is a dentist (dds) self-prescribed augmentin and obtained a radiograph of the affected area after experiencing an issue with a stelo continuous glucose monitor (cgm) sensor. The consumer reported receiving an error message instructing them to replace the sensor. Upon removing the sensor, they observed a ¿significant infection¿ at the application site. The consumer stated that the second, larger overlay adhesive patch concealed the infection, making it difficult to notice until removal. The consumer indicated that photos were taken on the day of sensor removal and over the following several days to document the progression. Because the issue occurred at 4:00 pm on (B)(6) 2025, the consumer decided not to seek medical evaluation, expressing concern about limited availability and wishing to avoid the emergency room. The consumer noted that the infection ¿had not pointed,¿ and therefore could not be drained. As a dentist, the consumer had sufficient augmentin available and began self-treatment. The consumer also obtained a radiograph of the arm to ensure that no sensor wire remained embedded, which could potentially cause a foreign-body reaction. Although additional attempts were made to obtain clarification of event details, no reply has been received. No additional customer or event information is available.